Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 3045682/3045963.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having charging issues. All device components were explanted and were discarded by the medical facility.